Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was embedded on the device. A 1.25mm rotalink¿ plus was selected for use. During preparation, outside the patient's body, the device was tested; however, it was not raised off the blue towel. As a result, the towel was embedded on the device and could not be removed. The procedure was completed with a different device. No patient complications were reported.